Event description:
It was reported that during follow up, noise on all channels were observed. The episodes were suspected to have been caused by emi connected with the patients occupation. The patient was sent home in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.